Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented at the hospital. It was noted that the patient had a pocket infection and erosion with extrusion of the pacemaker. The pacemaker and leads were explanted and replaced. The patient was stable post procedure. No further information was available.